Manufacturer narrative:
(B)(4) results: inherent risk of procedure (death); lack of information (cause is unknown). Conclusion: inherent risk of a procedure (death); lack of information (cause is unknown).

Event description:
Correction to the previously reported adverse event. The clinical case report form was received with a correction that patient did not expire and there were no adverse events or serious adverse events reported for this patient. The patient is alive.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 55 mm diameter saccular abdominal aortic aneurysm. Vessel morphology was reported as the length of non-aneurysm aortic neck was 30 mm, proximal diameter of non-aneurysm aortic neck was 21 mm, distal diameter of non-aneurysmal aortic neck was 23 mm, diameter of right iliac artery was 11 mm, diameter of left iliac artery was 10 mm, diameter of right femoral artery was 7 mm, and diameter of left femoral artery was 7 mm. The right and left iliac arteries were moderately tortuous. It was reported that after implant of the endurant stent graft there was a type iii endoleak, junctional observed but resolved with modeling of the stent graft with a balloon. The investigator reported that the patient expired, however the cause of death was not reported, and there was no autopsy performed.

Manufacturer narrative:
(B)(4)